Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined and the subsequent treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three graftmaster stents referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the saphenous vein graft (svg) to the right coronary artery (rca) with the use of a non-abbott device. It was noted that four (x4) graftmaster stents were implanted; however, the perforation was not successfully sealed. The patient was transferred for open heart surgery and as of (B)(6) 2015 remains hospitalized. No additional information was provided.